Manufacturer narrative:
(B)(4). Article citation: "delayed erythematous skin reaction with seri®-assisted direct to implant breast reconstruction" rachel c. Rolph, et al., journal of plastic, reconstructive & aesthetic surgery (2017) the events of seroma, necrosis, wound dehiscence, hematoma and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time.

Event description:
Article "delayed erythematous skin reaction with seri®-assisted direct to implant breast reconstruction" reported "67 patients (110 reconstructed breasts) with a mean age of 45 years" participated in the study. "All reconstructions used cohesive silicone implants (natrelle¿, allergan inc., USA)." Additionally, "mean follow-up after reconstruction was 7.7 months. All complications occurred within three months of surgery. Thirty-one breasts had complications within this period with an overall complication rate of 28%. Complications included seroma (4.5%), haematoma (1.8%), wound dehiscence (1.8%) and skin flap necrosis (1.8%)." Implant loss was additionally reported as 10%, and reported as due to delayed erythematous skin reaction. Article states "in severe cases of lower pole inflammation, the skin flap perfusion was compromised (having shown no signs of ischaemia previously) and surgical intervention was required."..."all patients with implant loss had delayed autologous or implant reconstructions without further complication."